Event description:
The manufacturer received information alleging a ventilator's filters were dirty and causing shortness of breath and coughing; particles in tubing/chamber. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was imitially reported, the manufacturer received information alleging a ventilator's filters were dirty and causing shortness of breath and coughing; particles in tubing/chamber. There was no report of serious harm or injury. Repeated attempts for additional information or to have the device returned for evaluation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.